Event description:
Customer reported that the monitor is intermittently blanking out. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board. System operates as intended. (B) (4).